Manufacturer narrative:
The investigation determined that higher than expected tsh results were obtained when three levels of vitros ttcs (lot 0920) were testing using vitros tsh lot 7420 on a vitros eciq immunodiagnostic system. The most likely cause of the event is an instrument related issue. A pre-service within-run tsh precision test failed on the instrument from which the higher than expected vitros tsh results identified as meeting potential health and safety criteria were obtained. An ortho field engineer (fe) optimized all modules on the vitros eciq immunodiagnostic system and performed incubator adjustments, well wash adjustments, an incubator reference system (irs) calibration, reagent mirroring, sample metering adjustments and cleaning of the microwell incubator. In addition, the ortho fe rebuilt the well shuttle and made all necessary well shuttle adjustments. Post service precision testing was deemed acceptable and the customer has not reported any further issues with results on their vitros eciq immunodiagnostic system.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected tsh results were obtained when three levels of vitros ttcs (lot 0920) were testing using vitros tsh lot 7420 on a vitros eciq immunodiagnostic system. Level 1 results of 0.197, 0.237, 0.159 and 0.153 miu/l versus the package insert mean result of 0.042 miu/l level 2 results of 3.18, 2.98, 3.01, 3.00 and 3.03 miu/l versus the package insert mean result of 2.29 miu/l level 3 results of 26.7, 26.6, 27.1, 27.2, 27.1, 27.3, 27.6, 28.4, 26.9, 27.5, 27.4 and 27.5 miu/l versus the package insert mean result of 20.6 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh results were obtained when the customer was processing non-patient fluids. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).